Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the cable damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the mega suturecut needle driver instrument cable was noted to be frayed during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.